Manufacturer narrative:
After further review of additional information received and have been updated accordingly. Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by clinical specialist revealed two different areas of disruption in the outer sheath, confirming the reported event. A driveline sheath repair in both sections was performed to mitigate the conditions reported. Heartware has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation , the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that when the patient presented to the clinic for a routine visit it was noted that two areas of the driveline outer sheath were "disrupted". The first area of disruption was just distal to the strain relief at driveline connection, 1/2" area of disruption. The second area was 4-5" distal to the first area, 1/4" of disruption. The wires were intact and there were no alarms reported. A driveline sheath repair was performed by the clinical specialist per manufacturer specifications with no reported consequence or impact to the patient. A service report form and pictures were provided. No additional information